Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is having trouble getting the EKG to pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm was unable to verify if the slave cables were changed by the customer. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is having trouble getting the EKG to pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however there was no adverse event reported.